Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Our post market quality assurance laboratory cannot confirm the dislodgement allegation. However, evidence and past experience suggests that lead dislodgement can be the result of unique patient physiology and/or implant technique.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. An invasive revision procedure was performed and the lv lead was explanted and replaced without complication. No other adverse patient effects were reported with this clinical observation.

Event description:
The lead was returned for reliability analysis.